Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the hook on the top of the filter straightened out while attempting to remove it. This necessitated major surgery to remove the filter. Placement was done on (B)(6) 2025 with removal on (B)(6) 2026. (B)(6) 2026 1st attempt: incomplete removal of ivc filter using alternative retrieval technique as reported. It was described that "initial attempt to retrieve the filter was unsuccessful due to the fact that there was som much pressure on the hook of the filter that I ended up straightening out." Open surgery performed late the same day. Filter successfully removed in 2nd attempt. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. Photographic evidence was returned for evaluation. The review of the photo determined the following: the explanted celect-pt filter with the straightened hook. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. Alternative retrieval device/techniques were used instead of the günther tulip vena cava filter retrieval set and the possibly tilted/embedded filter was not being properly collapsed into the sheath prior to retrieval. Excessive force used for pulling the filter, caused the filter hook to straighten, making further retrieval attempts difficult. It is unknown whether the filter was placed successfully; "there was not much of any tilt with the deployment. Patient tolerated the procedure well. There were no immediate complications". A possibly tilted filter could be imbedded in the vessel wall causing retrieval difficulties. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22feb2026: filter placement (B)(6) 2025: findings: the right renal vein was lower than the left renal vein. The celect inferior vena cava (ivc) filter was placed right below the takeoff of the left renal vein. No immediate complications. Procedure; after informed consent was obtained, the patient was taken to the catheterization lab and placed in supine position given IV sedation. The laterally: right groin was sterily prepped and draped usual fashion. A standard timeout was performed the nurse as well as the rest of the cath lab staff. 1% lidocaine was infiltrated in the laterally: right groin. A micropuncture needle and guidewire were inserted into the common femoral vein. Eventually a 5 french sheath was placed in the femoral artery using a seldinger technique. A c1 cobra catheter was used to select out the right and left renal vein. The location was marked on the screen. Over a j-wire the delivery 6 french catheter was advanced over the guidewire. It was placed precisely below the takeoff of the left renal vein. There was not much of any tilt with the deployment. The sheath was removed and direct pressure was held om the groin with a glycosade. Patient tolerated the procedure well. There were no immediate complications. Impression: successful placement of ivc filter. Filter removal 1st attempt (B)(6) 2026: findings: the inferior venacavogram demonstrated absence of any clot. My (physician) initial attempt to retrieve the filter was unsuccessful due to the fact that there was so much pressure on the hook of the filter that I ended up straightening out. The filter was partially dislodged from the ivc. I probably could have left it in place but I elected to go ahead and try to retrieve it by getting a wire underneath the cone of the filter. Eventually I was able to completely dislodged the filter from the ivc wall but as I brought it up towards the internal jugular vein I did not have the tip of the filter in check. When I got up to the jugular vein I could not remove the filter so we were forced to take it out through an open venotomy in the operating room. Procedure: after informed consent was obtained the patient was taken to the catheterization lab placed in supine position given some IV sedation. The laterally: right neck was sterilely prepped and draped usual fashion. A standard timeout was performed the nurse as well as the rest of the cath lab staff. 1% lidocaine was infiltrated in the laterally: right neck a micropuncture needle and guidewire were inserted into the right internal jugular vein using ultrasound guidance. Eventually a 5 french sheath was placed in the right internal jugular vein using a seldinger technique. Over a j-wire a 5 french pigtail catheter was placed below the ivc filter. At the inferior venacavogram demonstrated abscence of any thrombus in the ivc filter. Over a stiff 3.5 guidewire the tract to the right internal jugular vein was enlarged with sequential dilators. A long 11 french sheath was then advanced over the guidewire to just above the filter. At this point time I felt that the hook/tip was attached to the left lateral sidewall. I tried to use a 3 pronged snare to engage the hook. This was unsuccessful. I then used a sauce catheter and a long 035 glidewire to essentially place the glidewire around the cone. What ever reason I got lucky and actually engaged the hook and pulled it off the sidewall. I then advanced the sheath over the filter. I tried to collapse the filter but unfortunately it took a lot more force than I would have expected. I had about 80% of filter in my sheath and eventually as I tried to dislodge the filter from the ivc the hook of the filter straighten out so that I could not reengage it. The patient was having more pain than we usually see and I gave it some time to pass to make sure the pain resolved. I think looking at the filter I did partially remove it. My decision at this point time to was to remove the filter and leave it where it was although I think it was a little bit more cephalad than when I started. I elected to go ahead and try to remove the filter so that we could go ahead and treat the iliac venous occlusive disease. I then used a sauce catheter to get around the cone and snare the other end of the glidewire. Essentially the glidewire was underneath the cone of the filter where the struts were coming out. I was able to advance to the sheath over the filter. Later a little bit more pressure I was able to dislodge the stent struts completely from the ivc filter unfortunately the tip of the filter was not in my sheath. As I withdrew the filter towards the right internal jugular vein I tried to recapture the cone but could not seem to manipulate the sheath over the top of the filter. When I was out by the ivc in the chest I was concerned about losing the filter in the heart so I did bring it up into the area of the inernal jugular vein so that I have more security to try to manipulate the sheath over the top of the filter. Unfortunately once we got into the internal jugular vein I could not manipulate the sheath anymore and it became evident that the tip of the catheter was probably above my venotomy. With this in mind I ended up clamping the glidewire to the sheath for hemostasis. I told the patient that she would need to have a exploration to have the ivc filter removed. Filter removal 2nd attempt (B)(6) 2026: findings: the majority of the filter was located in the internal jugular vein. Some of the struts were located in the junction of the innominate vein subclavian vein and jugular vein. Fortunately I was able to recapture of the vein without getting too far into the infraclavicular region of the chest. There were no immediate complications. Patient outcome: additional information received 22feb2026: (B)(6) 2026 1st attempt: incomplete removal of ivc filter. The patient is going to be taken to surgery as soon as possible. Open surgery performed late the same day. Filter successfully removed in 2nd attempt.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog # is unknown but referred to as a cook celect platinum vena cava filter set navalign. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient had the ivc filter in for 5 months before it was going to be removed. During the removal of the ivc filter the hook got bent and forced the need for additional procedure. The patient is requesting compensation because of the need for additional procedure. The loop on the top of the filter straightened out while removing it. This necessitated major surgery to remove the filter. Placement was done on (B)(6) 2025 with removal on (B)(6) 2026. Patient outcome: the filter was removed on (B)(6) 2026.